Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, after programming changes it was found that patient's ventricular leadless pacemaker (lp) exhibited diagnostic issue in which the longevity of the lp was not displayed. No intervention was done. The patient was stable.

Manufacturer narrative:
The reported complaint of longevity not displayed by the aveir programmer software after reprogramming from aai to aai+vvi was confirmed. Since there is no vlp pace/sense count history available yet, the system is unable to project future usage. This behavior is per design and is not a bug.